Event description:
Consumer reported that they performed the inteliswab test on (B)(6) 2021 and received a negative result, consumer performed the test again on (B)(6) 2021 and again received a negative result. The consumer was not feeling well, got tested at their doctor's office and received a positive test. Consumer purchased another inteliswab kit and performed the test on (B)(6) 2021, which also produced a negative result.

Manufacturer narrative:
No followup is to be expected with the complaint file and the incident will be closed internally.

Manufacturer narrative:
No followup is to be expected with the complaint file and the incident will be closed internally. Corrected the report to include the eua number, full device description name and a corrected phone number as requested.

Event description:
Consumer reported that they performed the inteliswab test on (B)(6) 2021 and received a negative result, consumer performed the test again on (B)(6) 2021 and again received a negative result. The consumer was not feeling well, got tested at their doctor's office and received a positive test. Consumer purchased another inteliswab kit and performed the test on (B)(6) 2021, which also produced a negative result.

Event description:
Consumer reported that they performed the inteliswab test on (B)(6) 2021 and received a negative result, consumer performed the test again on (B)(6) 2021 and again received a negative result. The consumer was not feeling well, got tested at their doctor's office and received a positive test. Consumer purchased another inteliswab kit and performed the test on (B)(6) 2021, which also produced a negative result.